Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and loss of capture. Troubleshooting of the device was discussed. This lead remains in service. Noa adverse patient effects were reported.